Manufacturer narrative:
Evaluation was not possible, as the device has not been returned (method code 3263 and results code 3221); therefore a definitive cause of the failure cannot be determined. Three requests were made for the return of the device without any response. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy with meniscal repair using the fast-fix 360 curved ndl delivery system, both t1 and t2 implants deployed at the same time. Suture and t-bars were removed from the knee. There was a procedural delay of 3 to 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.